Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two ventricular tachycardia (vt) episodes, that were suspected to have been initiated by biv trigger pacing. It was reported that the patient was hospitalized for reasons unrelated to the device and the local field representative was contacted for a device check. The local field representative contacted technical services (ts) for review of the stored episodes. Ts reviewed the first episode, which, contained a left sided premature ventricular contraction (pvc) that caused inhibition of pacing on the left ventricular (lv) channel, followed by biv trigger pacing on the right ventricular (rv) channel. Anti-tachycardia pacing (atp) and three shocks were delivered to convert the rhythm. It was unable to be determined if the vt in this episode was initiated by biv trigger pacing. Ts then reviewed the second episode, which, was noted to show the same pattern as the previous episode, however, it was felt that biv trigger pacing on the rv channel in this episode initiated the vt. Atp therapy was delivered in this episode to convert the rhythm. Ts discussed the option of programming biv trigger off. The physician was undecided if biv trigger was the root cause and programming changes were made to lv offset and av delays. No additional adverse patient effects were reported. This device remains in service.